Manufacturer narrative:
Hologic is submitting this report in accordance with 21. Cfr part 803. The submission is based upon the currently available information. The submission of this report does not represent a confirmation of device malfunction involving the hologic products in the event described. Lot and serial number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that a patient received a biozorb device in (B)(6) 2017. In (B)(6) 2017 the patient had a re-excision due to positive margins. The patient had adjuvant chemotherapy additionally to a 1 year of herceptin as well as radiation treatment that included xrt which ended on an unknown date. In (B)(6) 2018 the patient presented with redness and 1cm opening in the lumpectomy scar draining purulent fluid. Culture was taken and the pan-susceptible staph grew out. Patient received antibiotic treatment bactrim, keflex and azithromycin. A fistula was discovered through mammogram and ultrasound from biozorb to surface and on (B)(6) 2018, the biozorb was removed due to no responding to antibiotics. It was removed small pieces of biozorb with murky brownish/gray fluid material, also was noted a "divot" in the underlying pectorallis muscle; it is unknown if it was prior surgeon sutured the biozorb to the pec muscle. No other information is available.